Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. The patient ventricular paces less than one percent. An inappropriate non-sustained ventricular tachycardia episode was stored in unipolar due to oversensing of noise. Pacing impedance measurements in unipolar were acceptable but noted to be high and out of range in bipolar. The lead configuration was programmed to unipolar pace and bipolar sense. No adverse patient effects were reported.